Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose of 582 mg/dl. Symptoms that were reported at the time of the incident included none. The customer's blood glucose was 569 mg/dl at time of call. The customer reported that the blood glucose reached 600 mg/dl. The customer was not treated for the high blood glucose. Troubleshooting was provided and no issues found. The insulin pump will not return for analysis.